Event description:
It was reported that the user experienced a leaking cartridge while using an ilet system with a cd steel needle and associated lots as documented, with no alerts or alarms and troubleshooting and education completed. Symptoms included no reported clinical effects. Outcomes included no functional impact beyond the product issue and no medical intervention. Investigation included user troubleshooting and education to address the leaking behavior. Investigation of this case revealed a product performance issue consistent with a cartridge leakage from the infusion component, with no additional device malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown.